Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer indicating that the v60 device had a navigation ring failure. The device was in use on a patient at the time the reported event; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention was provided to the patient. There was no delay to therapy noted. A field service engineer (fse) confirmed the issue. The fse replaced the front bezel with the navigation ring to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.